Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by a mishandling of the device. The review of device history for the reported lot did not indicate any abnormalities. Moreover, no indications of material, manufacturing or design related problems were found during the investigation. Therefore, the device broke when subjected to high load. The IFU states that "if the patient¿s activity comprises significant impact loads (walking, running, lifting or turning) the resulting forces could lead to failure of the fixation, the system or both. The system will not restore function to the level expected with normal healthy bone, and the patient should not have unrealistic functional expectations." This case is then classified as a user related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "180mm carbon fiber foot plate long snapped when patient was walking on it. We had to go back for surgery a week later. Patient should recover just fine, but had to be put under anesthesia again."

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "180mm carbon fiber foot plate long snapped when patient was walking on it. We had to go back for surgery a week later. Patient should recover just fine, but had to be put under anesthesia again."